Event description:
Customer reported that when they press the up arrow the numbers keep going up and the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 106 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received intermittent button response on the up arrow button due to flattened dome switches. No ramping up of numbers and no unexpected button error alarms noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.